Event description:
It was reported that this lead was part of a pacemaker system that had presented infection. Subsequently, this lead and one other lead were explanted. No additional adverse patient effects were reported.